Event description:
Account reports incidents in which the sleeve stopper is separating during removal of a needle lock device. Reported did not know lot number, but started the shrink band was white. Reporter added that there was no negative outcome to the pts.